Event description:
The patient¿s healthcare provider reported that morphine had caused a bad reaction where the patient stopped breathing. The patient received this drug at the time her first intrathecal pump was placed. The patient¿s physician reported that the patient had been taken to the or and an intrathecal [catheter] was tunneled and placed. Post operatively, the patient was begun on intrathecal morphine as a trial, but they were intolerant of the morphine and subsequently underwent infusion of intrathecal fentanyl. The patient was noted to have had excellent relief of pain with fentanyl infusions, and they were taken back to the or and the pump was placed. The patient was ambulatory and afebrile at the time of discharge. The pump was programmed to deliver 300 mcg per 24 hours of fentanyl. The patient was scheduled to be followed in the office in one week.

Manufacturer narrative:
(B)(4).